Event description:
It was reported that the right ventricular lead had no capture in the bipolar configuration, but was still working when it was in unipolar. The physician reprogrammed the lead to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.